Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. The event site phone number is (B)(6). No service requested.

Event description:
It was reported that during training class, lines were observed across the cardiosave intra-aortic balloon pump (iabp) monitor. Additionally, the helium tank holder was found lose. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) stated customer has not provided po, will re-dispatch once customer presents po for service. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.